Event description:
Healthcare professional reported left side "seroma", "pain", and "possible [alcl]." Device has been explanted and replaced. Pathological marker cd30+ has been reported. The alk- biomarker has not been received. Treatment described as capsulectomy and explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl- suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl- suspected and seroma-late.